Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt's daughter (caller) and pt called in saying the pt called in earlier this week because the ins wasn't working, and they got a new cord, but the issue wasn't the cord after all (see (B)(4) for previous call about rm04 and documentation of continued equipment issues from the call today). Pt wasn't able to articulate the issues at first, but it was later clarified that the ins stopped working and pt was in severe pain for the last 2 nights. Pt said sometimes stim worked, sometimes it didn't and clarified when they sit down they would feel stimulation, but when they stood up they wouldn't feel stim. Pt did not know if they had adaptive stim programmed in. Pss asked event date and pt said yesterday but caller said 2 days ago. Pt said everything was charged. Pt was eventually able to connect to ins and reported both battery levels were 90% and stimulation was on, on group a. They said pt could feel stim a little bit, however confirmed even though stim was on, they weren't getting therapy relief. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller and pt would try contacting rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that they did not meet with their hcp. They stated that they called patient services and received new equipment, and now the ins is working properly.